Event description:
It was reported that during the anterior communicating artery (acoma) aneurysm procedure, ¿y¿ stenting technique was selected for treatment using 2 stents. The first stent was deployed as planned into the contralateral a1. Deployment of the subject stent (second stent) was usual up to the a2 although, when attempting to retrieve the subject stent delivery wire, it was caught/stuck. There was surgical delay of unknown minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.